Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter would not test her blood. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged meter issue began around noon on (B)(6) 2017, alleging that she was unable to get a blood glucose reading due to an unknown error. The patient reported that she manages her insulin, using insulin and it is not clear if the patient made any changes to her usual diabetes management. The patient alleges that about an hour after the meter issue began, she developed symptoms of ¿shaky and blurry vision¿, she denies receiving/requiring any treatment for the alleged symptoms. The csr noted it was not possible to carry out troubleshooting as the patient had no testing supplies. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.